Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was failing battery tests. Her blood glucose was 134mg/d at the time of reporting. She is being shipped a replacement battery cap in hopes of fixing the problem. No equipment was returned. No additional information was reported.